Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: known inherent risk of device. A review of the device history confirmed that the subject product was shipped in accordance with the specifications. Olympus confirmed that the event is detectable by handling the product in accordance with the following instructions for use (IFU). Gif-h190n IFU operation manual ¿chapter 3 preparation and inspection 3.3 inspection of the endoscope¿, reprocessing manual ¿chapter 5 reprocessing the endoscope (and related reprocessing accessories)¿. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the subject device had foreign material in the nozzle. There were no reports of patient involvement.